Event description:
It was reported that the implant at tooth location 12 lost integration and was removed. Per indicated: loss of integration. Additional appointment required: yes, to place a new implant. Symptoms as a result of the event: pain.